Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced issues with two infusion sets on (B)(6) 2026 and faced high blood glucose (bg) with specific value unknown. The blood glucose (bg) was treated with correction injection via multiple daily injection (mdi). The infusion was in use for less than a day. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.